Event description:
The reporter stated the surgeon was inserting an eyeonics lens and the lens twisted as it ejected from the cartridge and it looked as if the trailing haptic was caught in the foam tip plunger. The incision was enlarged to remove the lens and another same type of lens was implanted. Sutures were required to close the incision. The reporter stated it was the surgeon's opinion that the likely cause of the iol damage was due to the foam tip plunger/overrode iol.

Manufacturer narrative:
Evaluation results: a foam tip plunger lot number search was performed and two similar complaints were found. A cartridge lot number search was performed and no similar complaint was found. Conclusions: based on the complaint history and the lot number searches, the root cause of the event was determined to be due to the foam tip plunger.